Event description:
End user states about 3-4 months ago he used a few catheters but he felt uncomfortable like the catheters were scraping his urethra with use like the eyelets were not smooth. He used one from another new box (lot unknown) and he felt the same thing so he stopped use of the cure catheters completely and has switched to a new brand of catheters. He said it "only felt uncomfortable and the discomfort went away quickly when he experienced it and has no bleeding or subsequent harm from it. He said he did feel them with his hand after removal and he didn't feel any roughness on the catheter with his fingers but said maybe his fingers aren't as sensitive as his urethra." Prior to his experience 3-4 months ago he said the eyelets were always smooth on his cure m16 catheter. He had been using the m16 for a year prior to about 3-4 months ago when he discontinued use of this product. He caths 5-6 times a day from retention and was unable to provide further info about his diagnosis.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.